Manufacturer narrative:
Is an approximation as only the year has been communicated to us.

Event description:
It was reported that patient underwent revision surgery due to poly wear and osteolysis increasing pain with movements and mobilising. Liner and femoral head were revised.

Manufacturer narrative:
The associated complaint devices were not returned. A visual inspection of the provided photo of the device was evaluated; however the stated failure could not be confirmed without obtaining the actual device/ product. A clinical analysis indicated that the primary surgery was performed in 1998 and the revision was done on (B)(6) 2017 (19 years post-primary surgery). Two undated x-rays were submitted for review along with a picture of the explanted liner and head. The x-rays show the femoral head off-center to the liner which could indicate the wear of the polyethylene liner. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the described ¿wear¿ after 19 years is expected ¿ the root cause of the ¿osteolysis¿ cannot be determined. No information on the patient¿s current status has been received. Should any relevant information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.